Manufacturer narrative:
Investigation: the terumo bct service engineer verified the reported issue at the customer site and confirmed that the pole safety collar was installed prior to the reported incident. It was found that the IV pole release button was slightly touching the release mechanism inside of the machine. The service engineer adjusted the IV pole release button in the side panel so that it wasn't putting pressure on the release mechanism when the side panel was in place. It was verified that the IV pole would properly lock securely in place and could be released to raise and lower the IV pole without problem. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no issues related to the reported condition identified. Root cause: a root cause assessment was performed for this complaint. The root cause was determined to be the need for a release button adjustment.

Event description:
The customer reported that the IV pole does not stay up and drops. IV pole guard is not in place. There was not a patient or operator involved at the time the IV pole fell, therefore patient information is not reasonably known.